Event description:
It was reported that the patient felt weak and tightness and pressure in the device area during activity. The activity sensor on the device was adjusted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.